Event description:
It was reported by the surgeon via our sales rep, that the pt fell pain in his hip. According to the surgeon, the pt hears noises from the material. The surgeon believes that the "liner" of the cup came out. Pt will be revised.

Manufacturer narrative:
Additional info has been requested and if received will be submitted on a supplemental report.